Event description:
Pump with failure code 812:02. This failure code occurred during customer use, but there was no pt involved. There was no pt injury or medical intervention necessary according to the hospital rep.